Event description:
During a laparoscopic cholecystectomy procedure, the jaws did not open and the vessel was torn. The surgeon applied another device without pt injury.

Manufacturer narrative:
The device was returned and evaluated, however, the exact cause could not be reliably determined.